Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots.

Event description:
It was reported by the sales rep that during a laparoscopic gastric sleeve procedure, when the device was on the sterile field outside of the patient, clips were falling out the device unformed and the device was firing scissored clips. Another device of the same product code was pulled and used to complete the procedure without incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # k90y4m. The analysis results found that the er420 device (a) was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.